Manufacturer narrative:
Investigation type: the initial report, submitted on 21-oct-2025, presents the investigation findings based on the event log analysis. Since then, the pump has not been received for investigation despite multiple follow-up attempts made by eitan medical. Investigation findings: the pump has not been received for investigation despite multiple follow-up attempts made by eitan medical. Conclusion: eitan medical has conducted multiple attempts to receive the pump itself, for investigation. However, it was not provided by the customer. If the pump is provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: delivery accuracy cannot be verified from the event log data alone. Functional testing of the pump is required to determine the accuracy of the pump. Conclusion: eitan medical requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.